Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with episodes of auto mode switch due to far r-wave oversensing. Programming changes were made. The patient is stable.